Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. Based on the provided details of the case, it appears the aneurysm in the right iliac formed distal to the leg graft. The physician eluded to the right leg graft possibly moving proximal, or not being deployed far enough distally at the original procedure. Without films of both procedures, these two possible failure modes cannot be definitively assigned to this incident. Furthermore, because the aneurysm was distal to the right leg graft, this would be an indication the original components were still functioning as intended; specifically no endoleaks and the subsequent determination of the failure mode assigned to this investigation. If additional info is received that is contradictive to the results of this case, the investigation will be re-opened and this report modified as necessary. However, the appropriate individuals have been notified and we will continue to monitor for similar events.

Event description:
A male with history of smoking, hyperlipidemia, hyperglycemia, low blood pressure and had went through a CABG x 6, as well as a pta for lesion, underwent aaa repair in 2009. Initial zenith placement in 2004. The aaa had completely resolved post graft. In his right iliac, an aneurysm had formed distal to the right iliac limb. The physician now planned to embolize the right internal iliac and then placed extensions down to the right external iliac. The performing physician thought the right iliac limb that was a 24-diameter graft may have pulled back slightly but probably not placed in the iliac far enough initially (1820334-2009-00390). The right external iliac was tortuous and had circumferential calcium just distal to the right internal iliac artery so was not possible to embolize the right internal or advance dilators and sheaths. Balloon angioplasty was done on the right iliac and more attempts of dilators & amp; sheaths. During this time, a rupture of the very distal external iliac artery occurred. More attempts of sheath insertion were attempted during this time but failed. Five additional stents were placed from the right limb of the existing zenith graft down to the rupture. Post angio showed that the rupture and the aneurysm in the right iliac was sealed off. The pt expired, due to the very poor cardiac history and low blood pressure.